Event description:
Surgeon reports that "aps placed approx 18 months ago. Pt approx 3 months ago was not achieving satiety. Surgeon re-operated to find a small hole had appeared in the balloon section of the band and so, the system was leaking." Replaced with another aps lap-band.

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number and approximated implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the complaint was asked to indicate the product serial number and actual implant date. The info has not yet been received by allergan. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."